Event description:
The customer reported that a vessel on the posterior fundus of the stomach was bleeding towards the end of a sleeve gastrectomy. Blood loss was described as 50-100ml in volume. This vessel was previously sealed and end tones, indicating a completed seal cycle, were heard. The generator was set at 2 bars. Another ligasure device was used to stop the bleeding. There was no pt injury. The pt was reported to be severely obese with a bmi greater than 35 and to have type ii diabetes. The pt was also on medication for diabetes.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete, a f/u report will be submitted.